Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a leak in the helium circuit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the leak in the helium connection. The connection was repaired. No parts were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a leak in the helium circuit. There was no patient involvement, and no adverse event reported.